Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that over a year later the right ventricular (rv) lead continued to exhibit high out of range shock impedance measurement and now was higher than 128 ohms. Boston scientific technical services (ts) was consulted and discussed the options of monitoring, reprogramming the daily measurement to 150 ohms or testing the system with a 1.1 joule shock. At this time the clinic has opted to continue to monitor the patient without any additional testing. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high and out of range shock impedance measurement of greater than 125 ohms. The medical personnel noted that the shock impedance normally stays between 80 to 90 ohms. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high and out of range shock impedance measurement of greater than 125 ohms. The medical personnel noted that the shock impedance normaly stays between 80 to 90 ohms. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The lead remains in service and no adverse patient effects were reported. Additional information was received that over a year later the right ventricular (rv) lead continued to exhibit high out of range shock impedance measurement and now was higher than 128 ohms. Boston scientific technical services (ts) was consulted and discussed the options of monitoring, reprogramming the daily measurement to 150 ohms or testing the system with a 1.1 joule shock. At this time the clinic has opted to continue to monitor the patient without any additional testing. The system remains in service and no adverse patient effects were reported. Additional information received indicates that this lead was explanted and replaced. The lead was returned for analysis. No additional adverse patient effects were reported.